Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure angiography was performed and revealed a distal type I endoleak at the contralateral leg component (plc231200j) implanted in the left side (contralateral side). For treatment, an additional contralateral leg component (plc231000j) was implanted to extend the plc231200j in the left common iliac artery. However, the distal type I endoleak was still observed, and an additional contralateral leg component (plc121400j) was implanted to extend to the left external iliac artery. Coil embolization of the left internal iliac artery was not performed because cannulation of the left internal iliac artery was not successful. The identified distal type I endoleak had disappeared. Angiography showed a type ii endoleak, but the procedure was completed without further treatment. The patient tolerated the procedure. The patients left common iliac artery was reported to be in aneurysmal condition preoperatively. The physician reportedly stated as follows: due to the patient's poor renal function, CT could not be taken. I think this is one of the reasons of the event. I had expected preoperatively that it might become eia landing. No paraplegia was observed.